Event description:
It was reported that a transfer set had black particulate matter within it. This was found after use and black particulate matter was also found in the patient¿s peritoneal effluent. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.